Manufacturer narrative:
Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and the date the event was reported to jnj. (B)(6) 2024 - (B)(6) 2024, respectively. Section d6b, if explanted, give date: unknown/not provided. Section e1, telephone number: (B)(6). Entering the telephone number in h10 due to system limitation. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted due to unspecified reasons. The replacement lens is the same jnj model dfr00v different diopter 24.0 diopter. No further information was provided.